Event description:
It was reported that a revision surgery was performed to address two closure tops that migrated out of their mating screws post-operatively. During the revision, an additional five closure tops were found to be loose in the construct. All seven closure tops and screws were removed and replaced during the revision. This is report seven of fourteen for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2025-00000 through 3012447612-2025-00013.

Manufacturer narrative:
Corrections in d9 and h3. Additional information in h4 and h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed signs of usage, however no signs of damage. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to address two closure tops that migrated out of their mating screws post-operatively. During the revision, an additional five closure tops were found to be loose in the construct. All seven closure tops and screws were removed and replaced during the revision. This is report seven of fourteen for this event.